Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she received an open book image on the insulin pump screen. She also stated that the insulin pump had software error and an unexpected hardware reset. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.